Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation requires.

Event description:
It was reported that during a preventative maintenance evaluation conducted at the manufacturer, a drill attachment heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.